Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4): (B)(6) reported cuts are off. Resolution: no problem found. J2 bump stops needed adjusting and the camera had a few smudges but I found no smoking gun for any robot issue.

Manufacturer narrative:
Reported event: mps (B)(6) reported cuts are off. Device evaluation and results: per (B)(4): no problem found. J2 bump stops needed adjusting and the camera had a few smudges but I found no smoking gun for any robot issue. Product history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history review : a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
(B)(4): mps (B)(6) reported cuts are off. Resolution: no problem found. J2 bump stops needed adjusting and the camera had a few smudges but I found no smoking gun for any robot issue.